Event description:
It was reported that the internal insulation of the electrode was filled with blood. The sensing on the right ventricular (rv) lead dropped. The lead was explanted and replaced. Upon lead replacement, it was noted the sensing values remained poor. The cardiologist believes, that the enormous difference between the values of the analyzer and the implantable cardioverter defibrillator (ICD) has to do with a defect in the sensing circuit. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).